Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. At approximately 1 year post-op, the patient reportedly presented with a type ib endoleak. A re-intervention was performed to place an additional iliac limb to extend the seal and the endoleak was successfully excluded. As of the date of this report, there have been no additional patient sequelae reported.